Manufacturer narrative:
On 1/29/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the complaint device submitted in the previous reports. The patient's had undergone a breast augmentation revision with a mentor memorygel xtra resterilizable gel sizer. The device information in section d has been updated accordingly within this supplemental report. Additionally, the product investigation was completed on (B)(6) 2020. Device investigation summary: during visual evaluation of the sample, a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was mistakenly omitted from the previous supplemental report. After the explantation, the patient replaced with a mentor memorygel xtra resterilizable gel sizer (catalog number shpx355, serial number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: during visual evaluation of the sample, a crease was noted on the posterior view. Within the crease a tear was observed, measuring approximately 0.3 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events reported in the initial report. The patient's explantation date was (B)(6) 2020 and this supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of event information that was mistakenly submitted in the previous/third supplemental report. The device information provided within the initial report was the correctly reported. The correction is as follows: "the patient underwent a breast augmentation revision with 475cc mentor smooth round moderate profile saline breast implants." There is no information available regarding the manufacture date and expiration date. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 475cc mentor smooth round moderate profile saline breast implant (catalog number 3501680, lot number tx1575755). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with 475cc mentor smooth round moderate profile saline breast implants and experienced postoperative right-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent a bilateral explantation and replaced with unspecified devices. At the time of this report, mentor has received no information regarding the patient's explantation date. A follow-up for additional information is in progress, and if mentor receives additional information then the update will be provided in a supplemental report.